Manufacturer narrative:
The tolerances allowed during alignment and treatment are between 2 - 4 millimeters. The offset introduced is within the tolerance allowed and does not affect patient safety or treatment. This appears to only occur with reference images supplied by varian's eclipse treatment planning system.

Event description:
Customer reported that using isoloc's anatomic landmark solution with refence images from varian's eclipse treatment planning system, isoloc will read the central axis markers one pixel (1 mm) to the superior or closer to the gantry and one pixel (1 mm) to the right. This introduces a 1.4 millimeter offset to the central axis marker.